Manufacturer narrative:
Batch review performed on 19-jan-2026. Lot 2318210: (B)(4) items manufactured and released on 09-aug-2023. Expiration date: 2028-07-17. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been sold with no similar reported event during the period of review. Root cause:the surgeon revised liner height, which is a common practice to restore the joint stability. There is no indication that any potential issue with the device may have caused or contributed to the event.

Event description:
At about 5 months from primary, the patient came in presenting pain. The surgeon observed a large lateral gap. The surgeon revised the insert from a 13mm to a 17mm to address the gap. The surgery was completed successfully.